Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture confirmed by MRI. Device remains implanted.

Event description:
Healthcare professional reported capsular contracture "baker grade iii".

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on radius side assessed, as surgical impact opening (shell thickness within specification). Capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Additional observations: crease is observed. Stress marks are observed assessed, as non-penetrating nick. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, right side rupture. Confirmed by MRI. Additionally, healthcare professional reported, "capsular contracture, baker grade iii". Additionally, healthcare professional reported, "tear-obliterated". Device has been explanted and replaced.